Event description:
Event description guidant received information that the patient with this pacemaker, which is part of an advisory regarding the crystal timing component, experienced a syncopal episode. The call came from a non-guidant field representative. No other information was available as the device had not yet been interrogated.